Event description:
Customer contacted beckman coulter inc., (bci) and reported that an albumin (alb) cart leaked in the box on their last shipment. No injury was reported on this issue.

Manufacturer narrative:
Customer was sent replacement.